Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR" error message could not be replicated during the initial functional test due to device not powering on. Furthermore, the archive data could not be recovered and review due to the findings of a corrupted processor board. The processor board was replaced to remedy the power issue. The probable cause of the system error can likely be related to the damaged processor board. Unrelated to the reported complaint, a cracked front enclosure on the returned autopulse platform was observed during visual inspection. The damaged front enclosure was likely attributed to wear and tear due to an aging device. The front enclosure was replaced. The autopulse platform was manufactured in august 2013 and it is 6 years old, well beyond its expected serviceable life of 5 years. After part replacement, the returned autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.